Event description:
It was initially reported that the patient experienced a shocking sensation a few days into the trial phase (7 days) with the external neurostimulator. A few days into the trial, it was also reported that the device began ¿shorting out¿. The patient also experienced headaches and vomiting associated with the event. The patient tried turning the device off then on again and eventually had to go in and see their physician at which time the leads were removed. The patient stated that they now felt like they had nerve pain down their right side of their leg. It was noted that when the physician placing the leads in initially, they had pain down the right leg but the patient told the doctor the pain was in their left leg. The physician was able to get the stimulation to the left leg. Additional information received on (B)(6) 2013 reported that the patient still had severe nerve pain. It was also clarified that when the doctor removed the leads he took them out ¿abruptly¿ and the patient felt they were not removed right. Follow up information received from the healthcare professional (hcp) confirmed that the patient complained of shocks with the trial leads placed on (B)(6) 2012. The leads were removed on (B)(6) 2012 at the patient¿s request. The hcp had no further contact with the patient after (B)(6) 2012. They returned to their primary care provider. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, explanted: (B)(6) 2012, product type lead; product ID neu_ unknown_lead, explanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information reported indicated that the patient still had the lead in his body. It was also stated that patient's unit didn't work and that the patient had had problems. It was reported that the patient was dissatisfied with the unit and it left him more handicap at the time of the report than before.